Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/13/2014 with the following findings: visual inspection revealed that the battery compartment was cracked in the thread area. Moisture was observed behind the display lens. The pump was found to be unresponsive when attempting to power on with the returned battery cap and a test battery cap. A leak test was performed and a display lens leak was found. The pump case was removed and evidence of moisture contamination was observed throughout the inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump had no power. Reportedly, changing the battery was not able to resolve the power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.